Event description:
High pressure o2 tank really, really, really jammed into transport unit, when pulled upon high pressure tank broke and o2 leaked out at high pressure, no one hurt. I then called rt supervisor to show her and report incident.